Event description:
The hosp reported that during a coronary artery bypass procedure, two hemorpo 2 devices did not provide an adequate tunnel. The tunnel quality became poor and the hosp's insufflator was reading "obstruction" or "overpressure." The vein was harvested with great difficulty and it was reported that no co2 gas was being delivered to the tunnel. The second hemopro 2 device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #2242352-2012-00720 for the related report.

Manufacturer narrative:
The device showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. Air was applied to the distal insufflation connector of the cannula and to the co2 insufflation port of the btt short port several times; no restrictions were observed while applying air. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal file number - (B)(4).